Event description:
It was reported that a leak was discovered in the patient line of a disposable cassette. The nurse stated that the "patient line was leaking on the floor between the machine and the bed and it was wet". The patient's spouse stated there was no damage to the cassettes or the over pouches in which the cassettes were received. There was no patient injury or patient symptoms associated with this event. However, as a precautionary measure, the patient was prophylactically treated with vancomycin 1 gram ip for 1 dose and cefepime 1 gram ip for one dose. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was received and the evaluation is complete. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. All functional tests passed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. A batch review was conducted and it was found that during manufacturing, there was a leak of one representative sample. Additional samples were tested and the lot passed the sampling acceptance criteria. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.